Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 6sm keyboard kept failing or stopped working every 20 to 30 minutes after a reboot. The customer attempted to unplug and re-plug the usb connection; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed and was not working. A field service engineer checked the settings under the universal serial bus hubs and none of the power management options were enabled. The keyboard was then replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.